Manufacturer narrative:
Sechrist technician was dispatched onsite and replaced stretcher hinge, tested and reported that the gurney is working properly. Additionally, technician was informed that the patient only received a scrape by the protruding part of the gurney and was not punctured as originally reported. A device history review (DHR) was performed (B)(4) gurney serial number (B)(4) was manufactured on 06/26/2009. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) found no non-conformance that could cause or contribute to the reported issue. Sechrist recommends completing performance verification on the wheeled stretcher to detect any potential issues that may preclude the device from use. In instances where the wheeled stretcher is found to function outside of specification, sechrist should be immediately notified for technical assistance.

Manufacturer narrative:
The investigation is currently underway. Once complete, a follow up report will be submitted.

Event description:
Customer reported that a protruding part on the gurney punctured a patients skin while trying to get onto the gurney from a wheel chair.